Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® lh pst¿ ii plus blood collection tubes had the "whole tube push off non patient end of needle." This event occurred 100 times. The following information was provided by the initial reporter: the customer stated ¿they have found during summer and last time 6.10 that pst tubes pops out from needle. They use eclipse signal with integrated holder. They have used to tubes which do not pops out and they have used our tubes many years and this attention is new. They are asking has inner closures material changed some how and what is reason for this abnormality.¿

Event description:
It was reported during use the bd vacutainer® lh pst¿ ii plus blood collection tubes had the "whole tube push off non patient end of needle." This event occurred 100 times. The following information was provided by the initial reporter: the customer stated ¿they have found during summer and last time 6.10 that pst tubes pops out from needle. They use eclipse signal with integrated holder. They have used to tubes which do not pops out and they have used our tubes many years and this attention is new. They are asking has inner closures material changed some how and what is reason for this abnormality.¿

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/28/2020. H.6. Investigation: bd received 20 samples from the customer for investigation. 5 samples were evaluated by draw testing and the indicated failure mode for tube push-off with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Although no definitive root cause could be established for the reported defect this type of defect is generally associated with the acquisition device used, and in particular the resilience of the sleeve and / or the level of lubrication of the np needle.